Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that they were currently in the hospital. The patient stated that they were admitted to the hospital on (B)(6) 2023 for clotting and stated that they also had an infection. Upon follow up, the pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2023 with a malfunctioning pd catheter (not a fresenius product) and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. Patency testing revealed the pd catheter was clogged (or clotted) with fibrin, and the catheter was successfully treated with a clot busting agent (alteplase). The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. The patient was discharged on 13/may/2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that they were currently in the hospital. The patient stated that they were admitted to the hospital on (B)(6) 2023 for clotting and stated that they also had an infection. Upon follow up, the pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2023 with a malfunctioning pd catheter (not a fresenius product) and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. Patency testing revealed the pd catheter was clogged (or clotted) with fibrin, and the catheter was successfully treated with a clot busting agent (alteplase). The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.